Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the ventricular output connector was broken, both bails and bail covers were missing, the attachment ring was bent. It was also noted that the device passed incoming functional testing. (B)(4)

Event description:
It was reported that the external pulse generator (epg) needs repair. The epg was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.